Event description:
Additional information received indicated during the day of replacement no sensing was observed on the right ventricular lead. No anomalies were observed visually or with x-ray imaging.

Manufacturer narrative:
The reported events of unacceptable threshold and failure to sense were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
During follow-up, increased capture threshold and decreased sensing were observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition. Additional information was requested but is not yet available.